Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer called and reported the device alarmed and displayed vent inop during patient transport. There was no patient harm.

Manufacturer narrative:
The device was evaluated and repaired by a 3rd party biomedical engineer. The reported event was confirmed. The data acquisition to motor controller cable was replaced to address this finding. The device successfully passed performance specification testing. Several requests have been made for patient information; to date no information has been received.